Event description:
Facility alleged that the low air topper had blood soaked through into the foam. No injury alleged.

Manufacturer narrative:
Technician stated that this low air topper has blood soaked through it into the foam. He did not know how long the blood sat there before penetrating. Bed is in the bed shop. Provided replacement part #. Facility will order and replace. Repair not yet complete.